Event description:
It was reported to philips that intermittently the system could not make exposures with the hand switch or foot switch. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device (B)(6) is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by re-engaging the exposure. A philips field service engineer (fse) inspected the system and confirmed the exposure hand switch and footswitch were intermittently malfunctioned. To resolve this issue, the fse replaced the hand switch and footswitch. The defective footswitch was returned to philips for further analysis. The analysis confirmed the malfunction in the footswitch and identified that the connector connection plate was bent. After replacement, the system was returned to use in good working order. This issue cannot be linked to any existing fsca. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system by re-engaging the exposure., is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.